Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an egd (esophagogastroduodenoscopy) procedure to treat varices performed on (B)(6) 2024. The ligator was properly assembled onto the endoscope. During the procedure, as the physician attempted to deploy the bands, the bands would not deploy, and it got tangled. They removed the scope along with the device and set-up another one. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an egd (esophagogastroduodenoscopy) procedure to treat varices performed on (B)(6) 2024. The ligator was properly assembled onto the endoscope. During the procedure, as the physician attempted to deploy the bands, the bands would not deploy, and it got tangled. They removed the scope along with the device and set-up another one. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with four bands attached to it and two of them are overlapped. The ligator housing teeth were found bent. The handle was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned the ligator housing returned with four bands attached to it and two of them are overlapped. Also, the teeth were found bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.